Manufacturer narrative:
(B)(4). Physio-control evaluated the device. The power pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was over current through the aux line, a blown fuse, designator f1, two shorted fet transistors, designators q2 and q3, and a blown land between capacitor, designator c526, and diode, designator cr5.

Event description:
It was reported by a physio-control field service rep that the loaner device would not power on. There was no pt use associated with the reported failure.